Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call of a history anomaly from the insulin pump. The customer's blood glucose reading was unknown. The father stated that the dates are out of order through the daily totals and the information is not consistent with how the customer has been using the pump. The father stated that his daughter received more insulin that what is needed. The customer was advised to call back.